Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the yaw pulley had thermal damage. The yaw pulley was missing a .071 x .08 piece due to severe arcing of the instrument. Char marks were likely due to arcing event. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however; the missing piece of pulley material, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the insulation cracked and burning through insulation on the fenestrated bipolar forceps instrument was identified. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.